Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 11.5 mm icm115v4 implantable collamer lens, -17.5 diopter in to the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2016 due to lens opacity. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found foreign material on lens surface (hairs) and no visible damage to lens. Work order search: one similar complaint was reported for units within the same lot. Corrected data: PMA 510(k): - this product is not marketed in the u.s. (B)(4).